Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the implantable neurostimulator (ins) stopped working about two years ago, and was no longer functional. The manufacturer's representative (rep) further reported the ins wasn't holding a charge and it had been off for greater than two years, but the patient wasn't interested in por. In fact, he had been able to manage his pain through other measure and preferred to get the device removed. It was suggested to the patient to speak with their healthcare provider (hcp) regarding explant.